Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30791896l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 81-year-old female patient (58kg) underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade. A cardiac tamponade was reported. Timing of occurrence of complaint is presumably during right pulmonary vein (rpv) ablation. Tamponade check was performed by echo image after pulmonary vein isolation (pvi). Ablation was performed before pericardial effusion/tamponade was identified. The physician said that it was not in his feeling that a steam pop occurred. An irrigation catheter was used, the flow setting was 31 w: 15 ml/min. The patient was scheduled to be transported to the ICU after the case. Cft monitoring included dashboard; vector, and visitag. Tag index was used as visitag color option and fot was used as an additional filter. No product malfunction before and during the procedure. No error occurred. This adverse event was discovered during use of biosense webster products. The patient required extended hospitalization for follow-up in ICU. Transseptal puncture was performed with rf needle. Prior to noting the cardiac tamponade ablation was performed, pvi was conducted. There was no evidence of steam pop. The event occurred during ablation phase. Extended hospitalization was not required. Drainage was performed as an additional treatment, and sign of recovery was observed immediately after the treatment. The patient is scheduled to be discharged from the hospital on the following or two days after the procedure day as usual. Causal relationship of the event with product is unknown. The physician¿s comment: as there was a temporary and sudden decrease in blood pressure at the time of ablation of the right pulmonary vein in the left atrium, it was highly likely that the cause was close to the surrounding area. Stsf catheter was selected on the generator correctly during the procedure. The pump flow rate was controlled normally, and no manual operation was performed. Pvi was performed with a range of 2 mm, time of 3 second, fot 25 g/3 second at the beginning. There was an ablation gap observed, and tag size was changed from 3 mm to 2 mm. Additional ablation was conducted after changing the tag size to 2 mm. Ai value: anterior wall : 460, posterior wall : 400, around esophagus 45 w/5 second. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 17-aug-2022, bwi received additional information regarding the event. The adverse event occurred on (B)(6) 2022.the physician¿s opinion on the cause of this adverse event was that it was due to the procedure. After the procedure completed, the physician commented that the cause was likely to be ablation around the right pulmonary vein in the left atrium because there was a temporary and sudden decrease in blood pressure during ablation of the right pulmonary vein in the left atrium. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event; the patient required extended hospitalization for follow-up in ICU. The patient will be discharged on the next or two days after completion of the usual hospitalization period. A smartablate generator (product code m4900207/serial number (B)(4) was used. An irrigated catheter was used in the event, the flow setting was over 31w ablation: 15ml/min. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Dashboard; vector; visitag force visualization features were used. The visitag module was used, parameters for stability used were range 2mm, time 3sec, fot25g/3sec, tag size3mm. Pvi was performed at 3 mm, and additional ablation was performed after changing to 2 mm because there was a gap. Fot additional filter was used along with tag index as a color option. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).